Event description:
It was reported that inappropriate shocks were delivered involving this device. Device data was sent to technical services (ts) for review. Ts noted that the since (B)(6) 2020 the device recorded four untreated and three treated episodes with one inappropriate shock delivered in each treated episodes. All of the episodes were caused by oversensing of high amplitude non physiological artifacts. Ts discussed further recommendations for this case. Ts also discussed that the kind of artifacts seen in this case were a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead or other impairment of the lead contact in the device header. Proper lead insertion was confirmed via x-ray images sent for review. Ts believed that the issues alleged were likely related to a proximal sensing electrode of the lead. Ts also discussed doing additional testing to address the secondary vectors susceptibility for myopotential oversensing. At this time the system remains implanted. No adverse patient effects were reported.